Event description:
It was reported that the patient received four inappropriate shocks. The right ventricular (rv) lead had high impedance, oversensing and a possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that 14 non-sustained tachycardia (nst) episodes and 1 ventricular fibrillation (vf) episode of smaller than 220 v-v cycles were recorded on (B)(4) 2013. Additionally, 870 ventricular sic occurred since (B)(4) 2013. An out of trend subthreshold lead impedance alert was recorded on (B)(4) 2013. The max right ventricular (rv) pace impedance rose from an approximate baseline of 950 ohms the week end (B)(4) 2013 to greater than 6,000 ohms the week ending (B)(4) 2013. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned in segments. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.